Event description:
It was reported that the inflatable penile prosthesis (ipp) was not inflating all the way. Surgical intervention was performed to replace the device, and the physician found that there was a bulge in the cylinder and the outer cylinder had broken. There were no patient complications reported.